Event description:
It was reported that this right ventricular (rv) lead was a case of attempted implant due to lead was accidentally pulled out during sheath removal. This lead was replaced with the same model. No adverse patient effects were reported.